Event description:
It was reported that the patient experienced multiple episodes of ventricular fibrillation in which no shock therapy was delivered. Review of strips noted that the rhythm appeared to be a polymorphic ventricular tachycardia with undersensing. The strips also noted that atp therapy was delivered unsuccessfully. The patient expired.

Manufacturer narrative:
(B)(6).